Manufacturer narrative:
The insulin pump was received with all buttons responding properly however, the keypad overlay is missing. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was completely falling out of the insulin pump and was not working. The customer¿s blood glucose level was unknown. The customer also reported that the buttons were still unresponsive. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.